Manufacturer narrative:
This was not a product issue. Consumer was hit by a car while crossing the street.

Event description:
Consumer's husband alleges his wife was crossing the street in her chair when she was allegedly hit by a car.